Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thresholds quickly rose and became high, and an impedance spike was also noted on the right ventricular (rv) lead. The lead was capped and replaced during a changeout procedure as device reached normal elective replacement indicator (eri) at the same time. No patient complications have been reported as a result of this event.